Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion (pe) occurred. During a pulmonary vein isolation for paroxysmal atrial fibrillation procedure, a nrg transseptal needle was selected for use. The procedure was guided by using transesophageal echocardiogram (tee) and fluoroscopy. The transeptal puncture completed. It was challenging to engage the fossa ovalis (fo) initially using tee and fluoro guidance. A contrast was done staining pericardium/septum. Device were pulled back and reengaged fo. A second transseptal attempt was successful with nrg. Post ablation (total applications 43) noted small to moderate effusion on tee without right ventricular (rv)/ right atrium collapse. Patient was hemodynamically stable. Patient was discharged the same day following a post procedure transthoracic echo. The device is not expected to be returned for analysis (disposed). The same nrg was used for both tsp. Despite the use of tee, the heart axis was slightly off making visualization of the fossa difficult. The fossa was difficult to engage when the needle dropped down. Additional heparin bolus only given once no acute effusion was noted on tee following the tsp. Dye staining on the septal myocardium noted after the tsp. Spontaneous resolution without any treatment. No malfunction or contributions from nrg noted.